Event description:
The physician was attempting to use a reef hp pta balloon catheter. No further details provided. No patient complications reported. The device was returned to the manufacturing site for evaluation and analysis confirmed the balloon exhibited a longitudinal burst. Evaluation summary: a visual inspection was performed on the device and a longitudinal burst was found on the balloon. No other damage noted on the device

Manufacturer narrative:
Evaluation: results: limited information received, root cause is undetermined, deformation problem; evaluation: conclusion: limited information received, root cause is undetermined. (B)(4).